Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the air that entered the steerable guide catheter (sgc) only during use of this clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first mitraclip was deployed without issue. The second cds was inserted a few centimeters through the sgc when air was noted in the sgc's hemostatic valve. No fluid leaks were found on the sgc, nor the cds. The connections on the three-way stopcocks were checked and confirmed secure. The sgc was aspirated, but air continued to enter the sgc. The cds was removed from the sgc while aspirating air. After cds removal, the air from the sgc was able to be aspirated out. No leaks were noted on the cds and no damage was found. The same cds was re-inserted into the sgc, but air entered the sgc hemostatic valve again, so the undeployed cds was removed. A new cds was used without further incident in the same sgc. The procedure continued with successful implantation of a second mitraclip, reducing mr to grade two. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device and the reported clip delivery system (cds) leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.